Event description:
During a call to technical support for a drain complication, this male peritoneal dialysis (pd) patient stated the complications could be due to issues from a past infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose, frequency, and duration unknown). The white blood cell count (wbc) was 6,514/mm3 and the culture was positive for pasteurella multocida. The patient¿s antibiotic therapy was adjusted. The vancomycin and gentamicin were discontinued, and the patient was prescribed oral levaquin 500mg daily for three weeks. A repeat wbc on (B)(6) 2022 showed a reduction to 56/mm3. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to a lack of aseptic technique during pd therapy. The patient has a cat and does not follow proper procedures for preparing pd therapy and keeping the cat away. No further information was provided.